Manufacturer narrative:
E1: continued: phone number: (B)(6). E1: continued: fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted and replaced with another manufacturer's device. The device will not be returned.